Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a change in the min anti-tachy pacing (atp) interval setting and patient received a shock since atp was skipped, and the physician expected an interlock in the device settings. The atp interval was programmed back to the original setting and the device remains in use. No further patient complications have been reported as a result of this event.